Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no insulin delivery issues. No insulin delivery defects were found during investigation.

Event description:
The patient claimed that he was admitted to the hospital with pneumonia and had a fever on (B)(6) 2011. The patient had a chest x-ray for his pneumonia. The patient stated he was "not with it." At 4 pm while he was in the hospital, his blood glucose reportedly was going down to 20 mg/dl. He was taken off of the animas pump at the time of concern. The healthcare providers treated the patient with IV glucose and gave him oral glucose under his tongue. His blood glucose was finally brought back up to around 300 mg/dl. During troubleshooting, the animas representative noted the following: the animas pump was possibly exposed to the x-ray during his chest x-ray. Exposure to x-ray could compromise the functionality of the animas pump. The animas pump reportedly had loss of prime issues for the past (B)(6). The patient's bolus and basal insulin intake was accounted for and confirmed to be correct. Prior to the alleged hypoglycemic episode, the patient took 5.1 units of insulin at 12:17 pm for the food intake. In an attempt to lower his blood glucose, he reportedly took 1.2, 1.1, 3.05, and 3.1 units of bolus insulin at 6:37 am, 8:17 am, 11:14 am, and 1:01 pm respectively on the day of the event. The patient was educated on the stacking of insulin doses. Due the pump's possible exposure to x-ray, the product is being returned to animas. The patient was advised to go on the back-up plan for his diabetes management. This complaint is being reported because the patient allegedly had a hypoglycemic episode and received medical intervention accordingly while he managed his diabetes with the animas pump. The causation of the hypoglycemic event is not definitive and could possibly be due to user error or product misuse. Hence, this complaint is being reported.